Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump screen was alarming and screen was flashing the customer's blood glucose level was unknown at the time of the incident, no report of pump screen flashing when screen was turned on after being in sleep mode. Customer hit pump on corner of table. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with missing segments/partial display anomaly due to cracked bleeding lcd noted. Unable to performed the self test and displacement test due to cracked and bleeding lcd.